Event description:
The customer reported the tip of the elevator broke during a procedure. No adverse effects were reported as a result of this event, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The elevator was visually evaluated per the product print, no manufacturing defects were identified. The tip has been chipped and the fragmented piece was not returned. There are significant signs of wear and no signs of discoloration. There are no indications of manufacturing defects. Based on the data available through the review and investigation of this file, the most likely underlying cause of the instrument breaking is excessive force applied by the user. Fields were updated as a result of the device evaluation.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.